Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the phenomenon no image occurred due to faulty scope socket. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the lightsource displayed no image when connecting to 290 scopes. The issue was found during reprocessing. There way no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no image with e315 report when connecting 290 scopes due to defective scope socket, and the screw fixing the lamp was missing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.